Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The literature article entitled, "hip arthroplasty for failed internal fixation of intertrochanteric fractures" written by bosong zhang, md, kwong-yuen chiu, frcse, fhkam (orthopedic surgery), and manyi wang, md accepted by publisher 25 october 2003 was reviewed. The article's purpose was review surgeons' experience with the conversion of failed internal fixation of intertrochanteric fractures to hip arthroplasty, including technical complications. Data was pulled from 24 patients receiving the procedure from june 1984 to august 2001. Depuy and non depuy products were utilized. The article does not identify which specific products were associated with the adverse events. The article does not provide adequate information to determine accurate quantities. Material of bearing surfaces not provided. Identity of cement manufacturer not provided. Depuy products utilized: charnley cemented or elite plus stems with cement restrictors, duraloc cup, liner, femoral head. Adverse events: intraoperative femur fracture during reaming and implantation (treated by cable-grip device). Dislocation without disclosed cause (treated by closed reduction). General reports of pain (no indication of treatment).